Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk amount of spectrum pumps are alarming for upstream occlusion alarms. The customer stated that this occurs when infusing cold blood, ivig and tpn. It was also reported that there was no pt injury.